Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received on (B)(6) 2025 that the mobile power unit (mpu) had not been exchanged or removed from service and had not yet returned. The site was waiting for a new mpu to arrive. According to the site, there were no environmental circumstances that could have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while connected to the mobile power unit (mpu), the patient had a no external power alarm. All connections were secure, and power was confirmed to the house. The power cord did not come loose at the wall outlet or the back of the unit. There was no adverse patient impact. The mpu started to work again, but the team asked for the unit to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was not confirmed as no log files were available for review and the alarm was not reproduced during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the service depot on 08aug2025. The unit was visually inspected and found to be physically unremarkable. The unit was connected to ac power and no alarms activated. The unit was functionally tested and passed without issue. The unit was scrapped. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve no external power alarms, and all other alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.